Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during chemotherapy with fluorouracil, leaking was involved chemotherepy infusion leak involving cadd administration set at the point where the caresite luer acces device was attached to the tubing. This was a significant leak which leaked onto the patient. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unknown competitor IV set spiked into a bag was returned. The reported caresite valve was not returned for evaluation. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. Without the actual device, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.